Manufacturer narrative:
Suspect component, joystick module, was returned to manufacturer for inspection/evaluation. Initial test of joystick module shown the component being incapable of powering the test fixture on. Resistance testing of the joystick cabling shown both data lines to the component having been broken internally. This break in the data (communication) lines prevented the joystick from sending "power on" command to the system electronics. Visual inspection of the joystick module shown signs of impacts as well as pressure points along the cabling indicating improper securement. Cabling was replaced and further testing was performed in attempts to duplicate the report of involuntary movement. Throughout the testing, the joystick operated as per design with no unintended, involuntary movement of test fixture being noted. Permobil was unable to substantiate the report of involuntary drive with this component. The noted failure of the joystick cabling is believed to be caused by physical abuse. It should be noted that the failure of the harness data lines would "not" cause involuntary movement as was reported.

Manufacturer narrative:
Reports received were the chair drove by itself off of the porch dropping 4' to where the client was injured. Reporter stated that the chair has been having this alleged driving issue for a few months now and that the client has reported to the dealer. Service provider reported the client is known to be borderline abusive to his equipment and have ordered replacement parts, but had not installed them as yet due to funding issues. The dealer reports having spoken with the end-user earlier in the day of the reported event regarding the alleged driving issues of the chair. Dealer reports having informed the end-user to not use the product until they were able to replace the suspect parts. Dealer reports having replaced the joystick control of the chair and the unit is reported to be driving normally with no further issues being noted. The affected component has not been returned to permobil for evaluation, but is anticipated to be returned in the near future. Upon receipt, an evaluation will be performed on the suspect component in order to determine the possible cause of the alleged malfunction. A follow-up MDR will be filed with the findings of the inspection. The DHR was reviewed and unit was built according to specification.

Event description:
Received report that as end-user was sitting in his wheelchair on a porch, the unit allegedly drove by itself off of the porch dropping 4 feet to the ground. Reports are client suffered injuries to their left shoulder requiring surgery.